Event description:
Follow up information identified the patient is receiving effective stimulation.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable and issue was confirmed by abbott representative. The patient reports he had personal issues that prevented him from recharging his ipg. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.